Event description:
Patient had revision hip surgery because broken primary stem. Update 06-may-2019: rep provided an operative report for the (B)(6) 2019 revision which cites: "failed left total hip arthroplasty with complete resorption of the trunnion and significant metallosis diffusely about the hip coupled with significantly weak bone secondary to the metallosis...polyethylene was removed which had an abnormal color to it secondary to the metallosis...significantly worn posteriorly; however, there was no complete loss of polyethylene..." Rep also provided pre- and post-revision x-rays and reported that no further information will be released by the hospital or surgeon. Update: "black tissue was noted in the patient intra-operatively, pseudo-tumor was reported, no elevated ion levels and there was wear and discoloration of the liner reported."

Manufacturer narrative:
An event regarding trunnion wear, disassociation, metallosis and altr (reported pseudotumor) involving an unknown v40 metal head mated with an accolade stem was reported. The wear and metallosis event was confirmed based on the returned device and primary and revision operative reports and x-rays provided. Reported pseudotumor was not confirmed. Methods and results: device evaluation and results: material analysis of the returned device indicated eds showed the head was consistent with an astm 1537 alloy. The adhered material on the head was consistent with material transfer from the stem. It is noted that evaluation of the stem indicated that damage was observed consistent with loss of the taper lock between the stem trunnion and the femoral head taper. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: a review of the provided primary and revision operative reports and x-rays by a clinical consultant indicated: no clinical or past medical history, or documentation between the january 29, 2009 and may 1, 2019 operative reports is available. There are no patient demographics and no surgical pathology report is available. The delay in the revision surgery from the apparent disassociation of the head/trunnion junction likely resulted in the ¿significant metalosis¿ noted at revision surgery as the trunnion continued to articulate with the metal head and/or the acetabular rim. No cause can be determined for the apparent loss of the trunnion /head interface locking which occurred ten years after implantation based upon the information available for review. The subsequent metalosis and intraoperative description of pathology was contributed to by the delay in surgical intervention. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: material analysis of the returned device indicated eds showed the head was consistent with an astm 1537 alloy. The adhered material on the head was consistent with material transfer from the stem. It is noted that evaluation of the stem indicated that damage was observed consistent with loss of the taper lock between the stem trunnion and the femoral head taper. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. A review of the provided primary and revision operative reports and x-rays by a clinical consultant indicated: no clinical or past medical history, or documentation between the january 29, 2009 and may 1, 2019 operative reports is available. There are no patient demographics and no surgical pathology report is available. The delay in the revision surgery from the apparent disassociation of the head/trunnion junction likely resulted in the ¿significant metalosis¿ noted at revision surgery as the trunnion continued to articulate with the metal head and/or the acetabular rim. No cause can be determined for the apparent loss of the trunnion /head interface locking which occurred ten years after implantation based upon the information available for review. The subsequent metalosis and intraoperative description of pathology was contributed to by the delay in surgical intervention. While the disassociation and metallosis events were confirmed based on the returned product and provided primary and revision operative reports and x-rays, the exact cause of the event could not be determined because insufficient information was provided. Additional information including lot and catalog details of all mated devices, patient medical history, patient demographics and surgical pathology reports are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had revision hip surgery because broken primary stem. Update 06-may-2019: rep provided an operative report for the (B)(6) 2019 revision which cites: "failed left total hip arthroplasty with complete resorption of the trunnion and significant metallosis diffusely about the hip coupled with significantly weak bone secondary to the metallosis...polyethylene was removed which had an abnormal color to it secondary to the metallosis...significantly worn posteriorly; however, there was no complete loss of polyethylene..." Rep also provided pre- and post-revision x-rays and reported that no further information will be released by the hospital or surgeon. Update: "black tissue was noted in the patient intra-operatively, pseudo-tumor was reported, no elevated ion levels and there was wear and discoloration of the liner reported."